Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post a pulse field ablation procedure the patient was diagnosed with suspected anterior wall ischemia during a consultation on (B)(6) 2025. The patient has a history of hypertension and valvular heart disease. Imaging of coronary angiography (cag) and ri myocardial scintigraphy were tested. Medications of dapt, ppi, lixiana were given and a percutaneous coronary intervention were performed. The patient's condition has improved. The device will not be returning as it has already been disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a vasospasm was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as this event was listed as a potential complication in the device's instructions.

Event description:
It was reported that post a pulse field ablation procedure the patient was diagnosed with suspected anterior wall ischemia during a consultation on (B)(6) 2025. The patient has a history of hypertension and valvular heart disease. Imaging of coronary angiography (cag) and ri myocardial scintigraphy were tested. Medications of dapt, ppi, lixiana were given and a percutaneous coronary intervention were performed. The patient's condition has improved. The device will not be returning as it has already been disposed.